Event description:
In 2002 (day 5 of period), while wearing a tampax super plus tampon, the consumer developed chills, fever, vomiting and swollen glands which was diagnosed as flu in the ER. Consumer was given fluids and an antiemetic (phenergan) and released. The next day, consumer had several episodes of watery diarrhea, became weak and lightheaded. The next day, consumer returned to the ER with symptoms of fever (101.1f), chills, low blood pressure (81/45), intense diarrhea and muscle aches. ER personnel realized at that time consumer was wearing a tampon, which the consumer believed had been inserted at least 36 hours. Physician impression: tampon associated staphylococcal toxic shock syndrome. At this time consumer was admitted to ICU and IV fluid therapy initiated.